Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information indicated that the scs patient had been experiencing charging difficulties, resulting in loss of stimulation and reduced device use. The patient subsequently reported worsening nerve pain. To address this, the patient underwent a revision procedure in which the implantable pulse generator (ipg) was removed and replaced. The patient is recovering well postoperatively with good pain coverage. Electrocautery was reportedly used during the procedure. In accordance with facility policy, the explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.